Event description:
It was reported that during a pta/stenting treatment procedure, difficulty was encountered deploying the iliac wallstent. The lesion being treated was a calcified, 90% stenotic lesion in the left common iliac and femoral arteries. The physician used a radiofocus guide wire to cross the lesion. The lesion was pre-inflated twice with a wanda balloon. The 6f unistep plus 8x66x75 iliac wallstent was advanced to the target lesion, but when the stent was released, the physician felt significant friction resulting in the stent being implanted at a non-target position. The wallstent delivery device was removed and another 6f unistep plus 8x66x75/ iliac wallstent was successfully placed at the target lesion.